Event description:
During a routine tonsillectomy, while the surgeon was using electrosurgery on the left tonsil after he removed the electrosurgery pencil there was a large burn noted in the corner of the mouth on the left side of the face. The electrode was inserted fully into the handheld pencil with no metal portion visible. The insulation appeared fully intact without defects down the shaft of the electrode. After removing the electrode from the pencil the insulated blade electrode was noted to have charing around the insertion portion. The pencil was noted to have charing deep inside the pencil itself where the electrode was seated. The result was a deep burn to the corner of the mouth and face of the patient; 2 products used: e2516h 2, e1455 - insulated blade electrode 2.75. Ref report: mw5157070.